Event description:
It was reported that the crystalens was removed intraoperatively because the lens was too big for the capsular bag. The surgeon cut the lens in half leaving the haptics in the capsular bag. The surgeon then removed the lens optic and replaced it with a sulcus lens. One suture was used to close the wound. Additional information has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.